Event description:
The account alleged the side rail will not latch. No patient impact.

Manufacturer narrative:
The account found the side rail latch was sticky and sticking. The account cleaned the side rail latch assembly to resolve the issue.